Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 126 mg/dl, and the meter bg reading was 30 mg/dl. The customer went to the emergency room (ER) with a bg level of 30 mg/dl and was subsequently admitted to the hospital. Customer suffered from a fractured sternum and pneumonia, and was treated intravenously with fluids of saline and insulin, as well as being treated with steroids for the pneumonia. Customer was released from the hospital on 4/12/21 with no permanent damage and admitted to a rehabilitation facility for a week due to the fractured sternum. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.